Event description:
It was reported that a patient experienced cloudy effluent coincident with peritoneal dialysis (pd) therapy. Due to the report of cloudy effluent, the patient was suspected to have peritonitis; although peritonitis was not medically confirmed it was unable to be ruled out. It was not reported if the patient was hospitalized for the event. Treatment was not reported. No additional information is available at this time. This is report 2 of 3 involved in this event.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter titanium adapter. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).